Event description:
A pt reported experiencing inaccurate erratic results with a one touch ii meter. The pt's blood glucose results were 89mg/dl, 127mg/dl, 96mg/dl. Tests were done within 1 mins with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.